Manufacturer narrative:
There was no physical sample returned only a picture of the patient was received (not the product) and a picture of the label for the end product. During the visual evaluation of the photo it was not possible to describe any condition of the product that would have contributed to the reported issue since the photo is about the patient. The report event is inconclusive due to the fact no sample was returned for evaluation. The device history record was reviewed and found nothing that could have cause or contributed to the reported event. The instructions for use states the following: "do not place arcticgel¿ pads on skin that has signs of ulcerations, burns, hives or rash. While there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities. Due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to diabetes, peripheral vascular disease, poor nutritional status or steroid or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the arcticgel¿ pads often; especially those patients at higher risk of skin injury. Skin injury may occur as a cumulative result of pressure, time and temperature. Do not place bean bags or other firm positioning devices under the arcticgel¿ pads. Do not place any positioning devices under the pad manifolds or patient lines.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Photos are of the skin tears and not the device.

Event description:
It was reported that the device was used to rewarm a patient from septic shock. At the end of therapy, skin tears were found on the left thigh. The wound care nurses assessment of the skin tear was un-approximated, erythematous, and edematous. It had a moderate amount of serous drainage. The wounds were described as multiple superficial bullae of varying stages from partially unroofed to completely unroofed on left and right lower extremities.